Manufacturer narrative:
D6: device returned with no lot identification. H6; applier appeared to have been mishandled. Applier was received empty with cartridge cover pulled out of outwrap and lockout spring had been overridden. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, n/a; clip track location, good; condition of cargridge cover tabs, pulled out and total # clips remaining, 0. Funtional tests & results: anti-backup functional, n/a; clip form properly, no; clip feed properly, no; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported incident during surgery may have been caused by overridden lockout spring and cartridge cover pulling free from applier's outerwrap. Applier was received empty and with cartridge cover pulled out of outer wrap. Applier's lockout spring was found to have been overridden, which allowed handles to be cycled, but jaws remained closed. No conclusion could be reached on how this damage to applier had occurred and no functional testing could be performed. If firing handles are forced open before firing stroke is completed, lockout spring will be overridden. Instrument must be fired until handles meet body assembly to ensure clip being applied is fully formed. After firing stroke is completed, handles will return to open position.

Event description:
It was reported the device was used during an unknown procedure. It was reported the scrub nurse stated the mcs20 would not close the clip. Rep returning clips which were fired. The case was completed with a second device. There was no consequence to the pt.